Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and a longer length lens was later implanted due to low vault. The problem was resolved.

Manufacturer narrative:
The lens was returned in liquid; in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Corrected data: device evaluation: the lens was returned dry; in lens case/vial. Visible inspection found no visible damage to the lens. (B)(4).